Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at a dose rate of .75 mg/day via an implantable pump for non-malignant pain. It was reported that shortly after implant the patient noticed her pump looked funny in abdomen. The pump was flipping in the pocket. The event occurred during normal use. The date of event was unknown. The date (B)(6) 2018 is considered an approximate date of event (year known only). Catheter aspiration was unsuccessful pre-operation. The physician kept the pump at minimal dosing and the came in for catheter revision on (B)(6) 2018. The pocket was opened, and the catheter was twisted. The pump revision piece was replaced. After replacement the physician attempted catheter aspiration without success. They opened up at the spine and cut catheter distal to anchor without cerebral spinal fluid (csf). They replaced the spinal segment and tunneled over to new pump segment. The complete catheter was explanted. The catheter aspirated easily after connecting back to pump. The issue was resolved. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable (n/a). The patient was without injury regarding their status at the time of the report. The hcp had discarded the explanted catheter. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but was unknown. It was noted that the hcp had no further information. No further patient complications have been reported as a result of this event.